Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering noted heavy blood and eschar buildup on the jaws and blade channel. Engineering confirmed the customer's experience of blade sticking. The root cause of blade jamming is eschar buildup. The blade performance improved after the jaws and blade channel were cleaned. The instructions for use state that "buildup of eschar can negatively affect sealing and cutting performance." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Tlh- "the knife did get stuk in front of the jaw of the instrument, so cutting was not possible anymore, a second voyant instrument ws used." Patient status - no complications.